Event description:
While servicing the device, an authorized field service engineer (fse) discovered the patient connector was worn. The noted failure was identified during an onsite inspection of the device by an authorized field service engineer (fse). As a result of the issue, it was determined that the patient connector would need to be replaced. The therapy connector was returned to the failure analysis lab for evaluation. The connector was visually inspected for signs of wear, damage, corrosion, or missing components and slight normal wear was found on the outer housing. Although there was slight wear on the outer housing, the wires and terminal contacts were found to be in normal shape and condition. The therapy connector was then installed and fitted on the mrx reference unit, the connector was recognized and passed all tests including the delivery of all attempted shocks. There was no functional issue with the therapy connector and the reported issue was deemed not verified. Following the conclusion of the on-site investigation, it was reported that this was a malfunction of the therapy connector. The connector was replaced and the device remained at the customer site. Upon further analysis of the potentially faulty component, it was clarified by the failure analysis lab that there were no faults found with the therapy connector. Although there was some normal wear on the outer housing, the wires and terminal contacts were found to be in normal shape and condition. The connector was found to be fully functional. No further evaluation is required at this time.

Event description:
While servicing the device, an authorized field service engineer (fse) discovered the patient connector was worn. There was no patient involvement.